Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced partially out of the nozzle tip and is advanced under the lens. The lens is advanced to mid nozzle and is crushed. Photo review: photo shows suspect device. The plunger has been advanced outside the device and is advanced under the lens. The lens is at the nozzle entry area. We are unable to determine the root cause for the reported complaint "injector rod passed over the implant ". Plunger underride was observed. Plunger underride may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during intraocular lens (iol) implantation, the iol remained stuck in the injector, which could be linked to the plunger being defective. The surgery was completed using another company lens. Additional information was received. During the procedure, the injector rod passed over the implant without advancing it into the cartridge. There were no clinical consequences, as the backup implant was used.